Event description:
It was reported during in-house repair work , the cardio save intra-aortic balloon pump (iabp) had a safety disk malfunction. Pim test items were detected when a new safety disk was installed and membrane differential pressure was rejected.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during in-house repair work , the cardiosave intra-aortic balloon pump (iabp) had a safety disk malfunction . Pim test items were detected when a new safety disk was installed and membrane differential pressure was rejected. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d4(model# & catalog#), d9(device available for eval), e1(event site telephone), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10. Three (3) gfe attempts have been performed to obtain the cardiosave repair information. No response has been provided, the complaint will be closed and in the event information was to become available, the file will be reopened and updated. Investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received safety disk with a reported unit failure of a malfunctioning safety disk. The fat performed a visual inspection and found the part to be in good condition. The fat installed the safety disk in cardiosave test fixture and tested the part to factory specifications per procedure and the cardiosave service manual. Ran the all manifold test. Part failed the pim leak test portion. Fat was able to verify the reported failure. Retaining the part in the failure analysis and testing department per procedure.